Event description:
It was reported that the stem protruded through primary and secondary packages. Another 155mm cemented was available and opened for implantation. Surgical outcome was successful to surgeon's liking.